Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system displayed a frame rate error when performing 2d image acquisitions during system checks. The site cleared the message and were able to perform image acquisitions. Restarting the imaging system and viewing station of the imaging system was reported to intermittently restore functionality, but the issue would re-occur. It was noted that the viewing station of the imaging system and pleora light are not illuminated when the error occurs. Manual adjustment of the cable temporarily resolves the issue. There was no patient present when this issue was identified. No additional information was provided.